Event description:
Complainant alleged that while attempting to defibrillate a 51-year-old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed intermittently during evaluation and review of the device history logs. The device was disassembled to determine root cause and the intermittent issue was no longer able to be duplicated. The device was put through extensive testing including full functional testing and bench handling without duplicating a malfunction. The pace/defib engine board assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.